Event description:
It was reported that 7 days after a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi), a stent thrombosis (st), and underwent a target vessel reintervention (tvr). The index procedure treated the left anterior descending artery (lad). The lesion had a 2.75 mm vessel diameter, was 100% stenosed, and was 24.0 mm in length. The physician predilated the lesion prior to placing one express2 2.75x24 mm stent in the lesion. Residual stenosis was 0% after deployment. The patient received asa and plavix per horizon protocol. The site reported that 7 days post index procedure the patient experienced an mi, an st, and underwent a tvr of the occluded stent. The physician treated the lesion with plain old balloon angioplasty (poba). The patient's condition was listed as ok.